Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced ongoing elevated blood glucose (bg) levels. Customer corrected elevated bg levels which resulted in the customer experiencing ongoing low bg levels. Additionally, customer alleged the health care provider entered settings incorrectly into the pump. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.